Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong PICC line is inconclusive, due to the nature of the returned sample evidence. One photograph of a groshong PICC line was returned for evaluation. Visual observation of the photograph shows an inserted groshong PICC line with gauze behind the PICC. A section of the PICC line is observed to have a sharp bend. No obvious hole or leak could be discerned. Blood residue can be observed on the gauze. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported groshong PICC line kinked and leaked in 1 month period at winged site. No other information was provided.